Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. The fault occurs during planned treatment which was completed by moving the patient table. The philips field service engineer (fse) inspected the system onsite and the system indicating that there is a malfunction in the flex vision. Fse found that malfunction with flex vision. Rebooted twice. The philips does not perform any work. Third party engineer did troubleshooting and reseated power to the flex monitor and the dvi connectors. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the flexvision screen went blank and required rebooting twice. The device was inside clinical use at the time of the event, and the patient was moved off the table. No harm was reported to philips. Philips has started an investigation into this complaint.